Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, damaged battery compartment, and a scratched lcd lens. Functional testing was performed. The reported problem was verified. The lens, dso seal, and battery compartment were all replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device had a damaged screen. There was unknown patient involvement.